Event description:
The customer reported that the power board was broken and the device would not power on. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.